Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that insulin from the reservoir leaked. The caller believes that she pulled the plunger out too far. The blood glucose reading was over 200mg/dl. No further information was provided.